Event description:
An employee was using the automatic rotator over the weekend when the equipment sparked. Plant operations was called and the employee who responded said to unplug the equipment and call clinical engineering. When the manager arrived to work on the following monday, the equipment had red tape across it, which stated "do not use". The employee was seen in the emergency department over the weekend, following the incident. Per manager, the employee was working with the rotator and a spark arched to her ring. The glove appeared to be burned. The employee stated the glove caught fire, but she was not burned. She then went to the ed. The ed provided a return to work notice, which stated she would be out of work for one day, with follow up to occupational health.